Event description:
It was reported that during a laparoscopic sigmoid resection procedure, the surgeon used enseal device to mobilize the sigmoid and descending colon. After mobilization, surgeon attempted to transect colon fistula from abdominal wall with the enseal. On the first bite, there was a loud crunch and it appeared the jaw broke and the blade was sticking up higher than normal above the jaw. The surgeon removed the instrument and noticed that the jaw was broken. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the I-blade/ jaw damaged. The device was connected to the generator and it was recognized. Because the I-blade and the jaw were damaged not all testing was performed with the generator. The condition of the I-blade and jaws prevented the functionality of the jaw. The jaw was unable to cycle the jaw open and close. As reported in the event description it is likely that the damage to the jaw and I-blade was caused by not allowing thick and fibrous tissues to denature prior to I-blade advancement or attempting to cut through thick dense tissue.